Manufacturer narrative:
Device eval: five used suspect devices were returned for eval. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing on all returned devices. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Device history record was reviewed.

Event description:
The customer reported that the hemostasis valve leaked during an unspecified procedure. The customer would not provide any further info. No harm or injury was reported. The customer reported five defective devices but did not provide any further info or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.